Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of infection is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a proglide device with a 6fr sheath, after a coronary interventional procedure. Reportedly, 13 days post procedure, the patient experienced an infection at the right common femoral artery. The patient was treated intravenously (IV) with vancomycin antibiotic. The patient at this time remains hospitalized, but is doing good. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.